Manufacturer narrative:
During inspection and testing, no signal output from the sdi1 terminal was found to be due to a faulty printed circuit board. In addition, service confirmed the customer's initial report that there were vertical stripes on the right side of the image due to failure of the liquid crystal display (lcd) panel. The investigation is ongoing. Therefore; a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during a gastroscopy procedure, vertical stripes appeared on the right side of the image. There was no impact on the intended procedure. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found there was no signal output from the serial digital interface (sdi1) terminal. This report is being submitted for the malfunction found during the device evaluation (no signal output).

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image output on the serial digital interface-1 due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.